Event description:
This is a case report received by baxter (B)(4) from the (B)(4) affiliate. It was reported that the patient clamped the peritoneal dialysis solution to the transfer set and opened the twist clamp of the transfer set in order to start channelling fluids, but the solution flowed out. When the twist clamp was turned into the open position, it was broken, and the clamp seeped. The solution flowed not only through the connection, but also outside since the clamp was broken. This medical device report is for the second of two units which were affected. No patient injury was reported. On (B)(4) 2010 the (B)(4) affiliate clarified the reported problem. The twist clamp was turned into the closed position and water was pouring through the transfer set, but the water flowed through the connection. The twist clamp could not be closed since it was broken. No leakages were found from the tubing.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a sample evaluation was not performed due to an unavailable sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.